Event description:
It was reported that the pump was sent for calibration. During preventive maintenance, the pump was outside the 6 percent tolerance. No patient injury was reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed scratched lcd lens. The tamper seal was removed. There was no evidence to review in the device's event history log. An accuracy test was performed and the reported issue was duplicated. The pump was found to over delivering. It was determined that the most probable cause was due to the expulsor being out of specification. As a result, the expulsor was trimmed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: regulatory.responses@icumed.com.